Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with a right ventricular (rv) lead and a pacemaker was admitted to the hospital yesterday due to syncope with loss of capture due to high capture thresholds. The field representative mentioned bipolar impedance was high, out of range (oor) and unipolar within normal limits. Signal artifact monitoring events were recorded by the pacemaker due to the high, oor pacing impedances and minute ventilation feature was disabled. Both the rv lead and the pacemaker have been surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with a right ventricular (rv) lead and a pacemaker was admitted to the hospital yesterday due to syncope with loss of capture due to high capture thresholds. The field representative mentioned bipolar impedance was high, out of range (oor) and unipolar within normal limits. Signal artifact monitoring events were recorded by the pacemaker due to the high, oor pacing impedances and minute ventilation feature was disabled. Both the rv lead and the pacemaker have been surgically abandoned. No additional adverse patient effects were reported.